Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse), while resolving a temperature problem found the device reboots when the charge button is pushed. There was no reported patient involvement.